Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav mifi catheter was selected for use during the procedure. It was reported that the irrigation connector was broken and started leaking fluid. No error messages were displayed. The catheter was replaced, and procedure was completed successfully. No patient complication was reported. Product return is not available due to russia's local regulatory restrictions.